Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump fell out of customer's pocket and the touch screen became cracked. Additonally, the touch screen became unresponsive and customer is unable to interact with the bolus screen. Customer's blood glucose was approximately 211 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.